Event description:
It was reported that an error message "cf card warning" was received whenever the nurse turned the handheld. She performed routine troubleshooting such as performing a soft reset, removed the flashcard, and performed a hard reset; however, the error message would not clear. A replacement handheld device was sent to the nurse. Good faith attempts to get the handheld returned to the MFR for analysis have been unsuccessful to date.